Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations and have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the involved angio-seal device vessel locator was not able to click together to modify the angio-seal sheath. Which keeps the vessel locator from snapping together with the modified sheath. The facility did not deploy the angio-seal device and instead held manual pressure. The patient was not harmed. Additional information was received on 12 sept 2023: procedure for the patients prior to the closure device was a peripheral vascular interventions. The patient was in stable condition. There was difficulty in inserting the locator into the hub, as it would not snap in to modified sheath. The user did not succeed in mating the locator and hub and did not successfully insert and lock the locator in the hub. The device was disregarded and opened another angio-seal device. There was no audible click on mating and no tactile feedback after mating. The locator was unable to mate with the hub after three (3) attempts. The locator did not separate after mating with the hub as never mated with the modified sheath. The locator was too loose and failed to stay in place. The separation occurred before the device was in the patient.

Manufacturer narrative:
E3: occupation: lead tech. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.